Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8.5mm 0-degree endoscope involved with this complaint and completed the device evaluation. The endoscope was received with mechanical damage to distal window assembly hermetic seal resulting in fluid invasion and subsequent major damage to optical components. Fragments of adhesive of the distal window are missing. Additional finding included the endoscope was exposed to a temperature greater than 82°c/179.6°f as shown by internal temperature indicator, resulting in damaged hermetic seals, fluid invasion and subsequent damage to complete optical system. Verification of the si endoscope product via system logs cannot be performed because si endoscope product details are not captured in the system log. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: it was acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
The endoscope was returned with no reported complaint. There was no report of patient involvement.